Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy the radiologist could feel extra pressure when inserting the needle into the "white portion that has the numbers on it." The red stopper on the end came off and was stuck in the middle of the needle. The radiologist was nicked by the tip when trying to remove the stopper and was seen by health services. No additional information was received.